Manufacturer narrative:
Continuation of d10: product ID: ped2-500, (lot: d052277); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured para ophthalmic aneurysm. It was noted that the patient's vessel tortuosity was moderate. The pipeline was used for an indication that is approved (on-label). The landing zone was 4.8 mm distally and 3.9 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that they attempted to deploy pipeline shield 5 x 30 at the pre-decided distal landing zone. While deploying observed that the distal part of the stent was not open properly, and there was a pinched segment. After that, the stent was open normally. After many attempts, we were not able to open the distal pinch, finally the stent was removed. After the failure of pipeline 5 x 30, they tried to deploy pipeline shield 5 x 25, but the same issue occurred. There was a pinch at the distal part of the stent; the midsection was open properly, but the distal pinch was still there. After multiple attempts to deploy the stent finally decided to take the stent out and abandon the case. The aneurysm will be treated at a later stage. The angiographic result post-procedure showed that the stent was not deployed. The aneurysm will be treated at a later stage. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 058 105 rfxa058-105-08 lot: d028692 guide catheter, unknown sheath, phenom 27 fg15150-0615-1s lot: 232705649 microcatheter, unknown guidewire.